Event description:
Following an arthroscopy procedure to the left shoulder of a pt it was reported two burns were discovered on the back side of pt's right leg. One of the burns required a skin graft for an area of 5 x 5 centimeters. The degree of the reported burns were not noted. Also no info was provided as to how the other burn was treated.